Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter up arrow, down arrow and ok buttons were not responding. This complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issues first occurred. The patient reported using self adjusting insulin to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issues. However at an unknown time in proximity to the alleged issues starting, the patient reportedly developed symptoms of "sweaty, shaky, nervous, nauseous, sick, dizzy, hands and body shaking." The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca determined this was not the first time the meter had been used, and there was no misuse of the meter. The patient reported the issue was not occurring intermittently. The alleged issues were not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported she was unable to test due to the alleged issues, and developed symptoms suggestive of hypoglycemia after the alleged issue occurred. The 3500a report was added to the regulatory reports tab to document the submission date, please refer to (B)(4) for the actual MDR submission related to this complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.